Event description:
On (B)(6) 2012 customer reported that the ion-selective electrode (ise) drain cylinder was overflowing on the dxc 800 pro instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the electrolyte injector cup drain valve assembly leaked. Fse repaired the leak, calibrated the instrument and ran controls. The issue was resolved.

Manufacturer narrative:
(B)(4).